Event description:
This rv lead was implanted in (B)(6) 2004 and was capped and abandoned on (B)(6) 2017. It was noted in a report received by medical records on september 07, 2017 that the indications for procedure done on (B)(6) 2017 were failure to capture, failure to sense and other conducts. Patient's heart rate was 11 up to 140 bpm in the operating room. The physician was dr. (B)(6) at (B)(6) general hospital in (B)(6), canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).